Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane-l-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician, which refers to a (B)(6) female patient. The patient had no known medical history or allergies. The patient does not routinely use any other products or medications. The patient had not received any injections of cosmetic fillers or toxins in the past. On an unknown date, the patient received first and second dose of pfizer covid-19 vaccine. In (B)(6) 2021 (2 weeks prior to the treatment), the patient received booster dose of pfizer covid-19 vaccine. On (B)(6) 2021, the patient received treatment with 2 ml restylane-l (lot 19252), 0.6 ml to left, 0.4 ml to right anterior medial cheeks and 1 ml to upper and lower lips with unknown injection technique and needle type. On (B)(6) 2021, the patient experienced multiple nodules (implant site nodule) in the injection areas. On (B)(6) 2021, the physician treated the patient with colchicine [colchicine] 6.8 mg twice a day and ibuprofen [ibuprofen] 400 mg, three times a day for 5 days. On (B)(6) 2022, the nodules had improved with colchicine and ibuprofen but then the patient had a recurrence of the nodules. Same day, the patient was treated with hylenex [vorhyaluronidase alfa] and prednisone [prednisone] 20 mg for 7 days. On (B)(6) 2022, the nodules were improved but not resolved and there was a new nodule lateral to tear trough. The patient was treated again with hylenex and prednisone 20 mg. On (B)(6)2022, there was improvement in nodules but they were still present. The physician treated the patient with hylenex and increased prednisone to 40 mg for 3 days. On (B)(6)2022, it was reported that the swelling (implant site swelling) in the right mid cheek area was better. The patient was treated again with hylenex. On (B)(6)2022, new nodules appeared on upper and lower lips. The physician treated the patient with 40 mg prednisone for 3 days than 20 mg prednisone for 3 days, and 1.5 vials of hylenex to lips and cheeks. Outcome at the time of the report: multiple nodules was not recovered/not resolved/ongoing. Swelling was recovering/resolving.